Manufacturer narrative:
A united states (us) customer reported multiple discordant sodium and chloride patient results that were obtained on an advia chemistry xpt instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The customer service engineer (cse) cleaned the electrodes, primed buffer and baseline solutions, and ran a successful calibration and quality control (qc), which returned the system to operation. The maintenance and cleaning are considered normal troubleshooting for issues of this nature. Siemens concluded that a potential cause of the discordant results is the unclean ion-specific electrodes (ise). System was fully functional on departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Multiple discordant sodium and chloride patient results obtained on an advia chemistry xpt instrument. The initial results were not reported to the physician(s). The same samples were repeated on an alternate advia chemistry xpt instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and chloride patient results.